Event description:
It was reported that during a laparoscopic hernia procedure, a pt's bladder suffered a tear. The info received indicates that the balloon was inflated with the allowable maximum of 40 pumps. The balloon then allegedly popped and fractured into two pieces. After the unit and the dislodged pieces were removed from the pt, the surgeon noticed the pt had a 1 inch hole in the bladder. The hole in the bladder was successfully closed. The dr and nurse reported to the sales rep that the pt was almost conscious during the procedure. A nurse present during the case commented to the dr that the anesthesiologist had not properly sedated the pt for a laparoscopic technique procedure. The dr made a comment, indicating that the unit had functioned as intended, but believes that the reason the balloon popped was due to the pt not being properly anesthetized. The dr reported that the pt showed some discomfort through facial gestures, thus causing the pt's inner wall and organs to react to the pain. This is believed to have put some pressure on the balloon, therefore possibly popping it. The pt is reportedly doing fine.